Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high and low blood glucose levels. The blood glucose reading was unavailable. The customer's family or friend stated that the customer had high blood glucose readings through the week, adjusted insulin, then had low blood glucose. The reporter noted that the insulin pump did not deliver insulin reliably and that the high blood glucose was a frequent occurrence. The customer reverted to using an older insulin pump. Nothing further reported.